Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had partial display. The customer¿s blood glucose level was 19mmol/ l at the time of the incident. There were white lines at the top of the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had missing segments with black and white horizontal lines due to cracked/bleeding lcd glass and cracked lcd glass at chip ledge. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to missing segments.